Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (two times). It was reported that the patient was sent to the pd clinic; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (for three weeks) for the event. The pd catheter was removed and the patient was transferred to hemodialysis. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred two times on an unreported date in the last 45 days; the event happened again two weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.